Event description:
Dealer called stating that the right side wheel lock on the soara3g manual wheelchair allegedly does not engage. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. This solara3g manual wheelchair is utilized at a (B)(6) for disabled persons, with multiple users. The linkage for the right side wheel lock is allegedly loose and will not tighten. The device is primarily used indoors. The maintenance history of the device is unknown. The malfunction has not been confirmed.